Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis confirmed the clinical observation high threshold and low pacing impedance, based on the observation of damaged insulation from the terminal pin that exposed the conductors. Moreover, the insulation abrasion is in the clavicle area. In addition, the conductor fracture was not confirmed based on the passing continuity test.

Event description:
It was reported that the patient with this right ventricular (rv) lead fell off a truck and had trauma. Moreover, increase in threshold and low pacing impedance was noted. It was then elected to replace the lead. Furthermore, an obvious fracture was noted upon removal of the lead. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this right ventricular (rv) lead fell off a truck and had trauma. Moreover, increase in threshold and low pacing impedance was noted. It was then elected to replace the lead. Furthermore, an obvious fracture was noted upon removal of the lead. This rv lead was explanted. No additional adverse patient effects were reported.